Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "runtime calibration failure - 1051" and "valve failure - 1010" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "runtime calibration failure- 1051" was duplicated and attributed to a faulty smart pneumatic module board (spm). The spm board was replaced to resolve the report. The customer's report of "valve failure- 1010" was not replicated. The device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. The smart pneumatic module was replaced as a precaution. The device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.